Event description:
It is reported that a customer received had issues programming their insulin pump. The patient's blood glucose level was at 54 mg/dl. The customer stated that they mistakenly tried uploading the pump with google chrome. The customer stated they received a puzzle icon on the screen. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer. No further information was provided.

Manufacturer narrative:
Findings: unit and one touch ultra link functioning and communicating properly. Recorded properly at status screen. However, unit confirm a47 alarm at alarm history file due to corrupted history file. Unable to upload carelink due to corrupted history file. Pump received with minor scratched display window. Unit received with cracked battery tube threads. Pump received with cracked reservoir tube lip.